Event description:
At follow up one year after the embolization of the right posterior right internal carotid artery aneurysm, a reoccurrence of the aneurysm was noted. Three months later, a further sixteen non boston scientific coils were placed, without issue, to treat the aneurysm reoccurrence. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Other for no allegation of device malfunction or nonconformance contributing to the reported event.